Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a driveline fault alarm while at home. The patient was admitted to the hospital and the device was interrogated, which showed that a pump stoppage had occurred. The patient's international normalized ratio was 2.3, lactate dehydrogenase level was normal, and there was no concern for hemolysis. The system controller was changed to the backup system controller and the driveline fault alarm returned. The manufacturer¿s technical services representative reviewed the log files and confirmed the reported driveline fault alarms on both system controllers. X-ray images submitted showed an area of shield breakdown internally about halfway. Technical services went onsite to assess the driveline and the system controller was exchanged and monitored. The event log history was recorded from the new system controller and indicated that power was within normal ranges across all wires in the driveline. The driveline fault alarm did not return and the event log did not indicate any damaged or open wires. The previous driveline fault alarms were suspected to be due to faults with the system controllers. The patient is reportedly stable with no pump stops noted.

Manufacturer narrative:
Approximate age of device: 3 years, 6 months. The patient remains ongoing and continues on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The lvad was not returned for evaluation and remains in use; however, the reported event of a driveline fault alarm was confirmed during the evaluation of the primary system controller log files; however, the investigation of the system controller did not reproduce a driveline fault alarm. The event appeared to be due to the driveline being disconnected to exchange the primary system controller to the backup system controller, based on the log file evaluation. It was also reported that the patient continued to have driveline fault alarms on the backup system controller and was switched to a third system controller. The backup system controller was not returned for evaluation, therefore the device could not be evaluated. No further driveline fault alarms occurred on the third system controller. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.